Event description:
On or about (B)(6) 2022, plaintiff underwent placement of an angiodynamics smartport port catheter product, mode number ct80stpd. The smartport was implanted on the left side of her chest by dr. (B)(6), md, at (B)(6) in warren, ohio. In or about (B)(6) 2022, plaintiff presented to (B)(6) in warren, ohio, with swelling and pain in her left chest as well as significant axillary tenderness. Her medical team determined that she had an infection. The port was subsequently removed in (B)(6), 2022.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).